Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. At the 4-month follow up tee a device related thrombus (drt) was noted. The patient was unable to have a tee at 45 days due to covid-19. The patient has a history of multiple incidences of laa thrombus. The patient was switched to plavix at 45 days without imaging but is now on warfarin with the recent finding of the drt.